Event description:
It was reported that the mobile power unit (mpu) stopped working while being used on a patient. A replacement mpu was requested.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) not functioning as intended could not be confirmed through this evaluation. It was reported mobile power unit (mpu) was identified on the recall field action list. Log files were not submitted for review. The mpu (serial: (B)(6)) was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event (including log files, if the mpu had a v-lock connector, if the ac power cord came loose, and any environmental circumstances affecting ac power); however, no additional information was provided. A root cause of the reported event was unable to be conclusively determined through this investigation. Further investigation will be performed if the mpu is returned for evaluation. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. Heartmate 3 instructions for use under section f, safety checklists, replace any equipment or system component that appears damaged or worn. No further information was provided. The manufacturer is closing the file on this event.